Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic video assisted thoracoscopic lobectomy. The reload broke at the point where it connects to the adapter after a lot of manipulation. Additionally, the loading unit articulated while being fired across the fissure. The loading unit fired successfully. There was no patient injury.